Event description:
During an unknown procedure, after firing, the divided tissue was ejected out of the jaws of the device and some bleeding occurred prior to the device being removed. Upon inspection of the cartridge, it looked as though not all of the drivers had advanced. No transfusion was necessary. There was no patient consequence.